Manufacturer narrative:
The device manufacture date was documented as nov 25, 2015 in the initial report. It has been updated as nov 25, 2014. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the lock handpiece/ lid was sluggish and the housing was distorted. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was observed that the lock of the handpiece/lid was sluggish. It was noted in the service order that the "handpiece for recon saw does not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.